Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost therapy due to not charging the ipg. The patient has not recharged or used the ipg in three years. As a result, surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.